Event description:
It was reported that the video system center unit got wet and had multiple error codes. The issue was found during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to correction. Updated fields: d9, h2, h3, h6 and h11. Corrected fields: b5 (added information). The device was returned to olympus for inspection, and the reported failure "the unit got wet" was not confirmed and "multiple error codes" was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the multiple error codes: cause traced to component failure. In regard to "the unit got wet" since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center unit got wet. The issue was found during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.